Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient first started experiencing shocking in (B)(6) 2016. The troubleshooting performed related to the shocking was that they decreased the setting with resolution. No additional actions were taken to resolve the shocking because it was resolved. The cause of the shocking was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the hcp had a patient that they picked up after being implanted. The patient¿s impedance was over 800 ohms and the patient experienced a shocking sensation every time the battery delivered a charge. The hcp reduced the patient¿s on and off time, but the patient still experienced a shocking sensation. The issue was not resolved at this time. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.